Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction to d10: (device not returned).   The device was not returned for evaluation as it was discarded by the site. No photograph/video/imagery of used device was provided with the complaint. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint revealed no other manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review and a complaint history review were not required, as the complaint was unable to be confirmed. Additionally, the occurrence rate did not exceed the january 2020 control limits for the trend category ¿resistance between devices¿. During esheath manufacturing, the sheath and it¿s component underwent multiple 100% inspections. During product verification testing, five samples were tested. The lot passed this test. Following expander testing, sheaths are again inspected for damage, including liner tears and tears in the distal end of the strain relief. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Novaflex+ with sapien xt, IFU, expandable sheath, IFU, prep manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position.  Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion.  Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.  If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm.  In expectation of high friction, use short movements.  If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. The complaint was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Device history record (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As noted, patient had mild calcification access vessel, and ¿anatomical reasons suspected for preventing valve from advancing through the sheath¿. Additionally, the first set of devices had experienced the similar resistance per reported event. Per procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Calcified anatomical can create a challenging pathway for the device advancement that can lead to resistance. As such, available information suggests that patient factors (calcified vessels) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since there was no confirmed edwards defect, which could have resulted in the complaint events, no corrective/preventative actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, the occurrence rate did not exceed the january 2020 control limit for applicable trend category. No further actions are required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing

Event description:
As reported by our affiliates in (B)(6), during the advancing of the 23 mm sapien xt valve in aortic position by transfemoral approach through a 16fr esheath, the first valve was not able to advance at the expansion site of the sheath. The vessel had been predilated. The delivery system was midway into the sheath when it became stuck. The devices were removed with no reported injury, and a second 23 mm novaflex+ kit was opened.  The same problem was noted with the second valve. Significant increased force was applied, and the second valve was able to be advanced through the sheath, and successfully deployed. Post deployment, there was some resistance during the withdrawal of the delivery system, but it was easier than the insertion. However, there were significant vascular complications (¿suspected vascular dissection¿) that were treated with four covered stents. An esheath liner torn was observed after use. The patient is stable in ICU due to advanced age.  Per medical opinion, anatomical reasons were suspected for preventing valve from advancing through the sheath.